Manufacturer narrative:
(B)(6). Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Further investigation into breakage of the beaver blades found the root cause to be related to a design issue. This product is no longer being manufactured or distributed by (B)(4). Product remaining in the field is being removed per recall #z-0793-2016. No additional actions are required at this time.

Event description:
It was alleged that the blade broke at the end of the procedure. All broken piece (s) were removed from the joint. No injury or other complications were reported.